Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 4.0 x 19 mm jostent graftmaster stent is being filed under a separate manufacturer report number. Evaluation summary: analysis of the returned product noted blood visible on the stent implant and on the balloon, consistent with handling. The stent implant was stationary on the tightly folded balloon where it was originally crimped. There were bent struts at the distal end of the stent implant. The foil was smashed at the bent distal struts. The proximal balloon taper was wrinkled. The distal end of the tip was smashed. Difficulty advancing the stent delivery system (sds) through the guiding catheter may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. The sds was advanced through a new 7fr guiding catheter with slight resistance noted at the distal end of the guiding catheter due to the damaged struts. It is possible that the sds was not properly supported during advancement in the guiding catheter, therefore the stent likely interacted with the guiding catheter as there was no damage noted to the stent during the inspection prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. Further, as resistance was encountered with the guiding catheter, this would contribute to the balloon wrinkling and tip damage noted on the return product. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported difficulty positioning the sds in the guiding catheter could not be confirmed however the noted damage to the sds appears to be related to the operational context of the procedure. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that a perforation occurred in the proximal left anterior descending artery during the use of a non-abbott device. The 4.0 x 19 mm graftmaster stent was implanted, but did not completely seal the perforation. The 3.5 x 19 mm graftmaster stent was then attempted, but it would not advance through the guiding catheter. The perforation was sealed by using prolonged balloon inflations. No adverse patient sequelae were reported. The final patient outcome was reported to be good. No additional information was provided.